Event description:
Buccal bone augmentation only without implantation on (B)(6) 2011; regio 42 using bone ceramic and membragel. Perio cut / area closure stress-free. (B)(6) 2011 control visit: nice situation / no pain only strange feeling. (B)(6), 2011: still some pain / nice healing without swelling / some pain under pressure / no liquid secretion under pressure. (B)(6) 2011 control visit : gingiva area 43 some inflammation / a lot of plaque / cleaning / no pus / removal of little pieces (membragel?). (B)(6) 2011 control visit: less pain / pus with and without pressure =>> removal. (B)(6) 2011 removal / emdogain regio 42 / a lot of pus / painful / extreme inflammation / strong bleeding / removal membragel and boneceramic / cleaning and rinsed with nacl. (B)(6) 2011 nice wound healing / suture removal / subsequent treatment ok.

Manufacturer narrative:
The batch record review has been carried out and confirms that the product was within specification.